Event description:
Reporter stated, after application of the bone cement, the pt became bradycardic. Cardiac arrest followed and resuscitation measures were unsuccessful.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is pt related. The pt suffered an adverse reaction to the product. This adverse reaction is well known and documented within the product literature.